Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medical device report, additional information received states, the vessel was the common femoral artery. The steelcore guide wire became kinked stretched. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the unspecified 80% stenosed vessel, the steelcore guide wire met anatomical resistance advancing and the tip became kinked additionally, slight resistance was noted during removal of the device from the anatomy. There was no reported adverse patient effect. No additional information was provided.